Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the beginning of two consecutive routine dialysis treatments, air was observed in the cartridge blood line. Treatment was discontinued without rinseback of the pt's blood resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was required as a result of the blood loss.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported air and blood loss was attributed to the pt's catheter. Facility staff reports that a similar problem occurred on the subsequent conventional dialysis treatment for this pt and it was determined that the pt had a hole in her perm catheter. Visible air was reported as foam by the caregiver. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.